Manufacturer narrative:
It was reported that the patient's indwelling urinary catheter dislodged with the balloon deflated. The resident was unaware that the catheter had come out and denied pain, discomfort, or pulling on the catheter. No bleeding was observed at the meatus or on the catheter tip. Nursing staff reinserted another catheter without incident, with an immediate return of yellow urine and no hematuria noted. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient's indwelling urinary catheter dislodged with the balloon deflated. The resident was unaware that the catheter had come out and denied pain, discomfort, or pulling on the catheter. No bleeding was observed at the meatus or on the catheter tip. Nursing staff reinserted another catheter without incident, with an immediate return of yellow urine and no hematuria noted.

Manufacturer narrative:
Update to h6. After further investigation, it was determined that the evaluation included testing of the actual/suspected device, a review of production records, and a trend analysis. The investigation identified a material problem, as longitudinal tears were present on both balloons, and the reported issue of balloon deflation was verified through visual assessment of the returned samples. A leakage/seal problem was identified. Functional testing was performed by attempting to inflate the balloons with 10 ml of water; the balloons were no longer functional and were unable to retain water, confirming the reported issue. However, despite the confirmed malfunction, the cause remains unestablished. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.